Event description:
The customer reported that during a plastic surgery procedure, a flame occurred on the surgical field and a piece of gauze and the surgical drape were burned. It is unknown when the fire occurred. It was only after the smoke came out that the customer recognized an incident occurred. The site reported it was not clear to the nurses or doctor whether a flame happened when the pencil was applied or when it was set down on the instrument table. There was no injury to the patient or operating room personnel.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will submitted.